Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. It was noted that the device had a cracked tank cover., wear and tear damaged enclosure, block assembly, and line cord. Functional testing of the device was able to confirm and replicate the reported event. The overtemp alarm on the pcb was found to be out of calibration. The device was deemed to be beyond economical repair and was scrapped. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warmer was not alarming properly, the overtemp alarm was not working. No additional information is available.